Event description:
It was reported via repair work order that the siderails and footboard had no electronic function as the hand pendant button was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderails and footboard had no electronic function as the hand pendant button was stuck from being pressed by the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the touchscreen and siderails were not functional because the hand pendant button was being pressed by the mattress. No defect was found. The issue was resolved for the customer by rebooting the bed.